Event description:
It was reported during delivery of the third coil (n-2-6-t10-so), the physician encountered resistance, and repositioned which stretched the coil. The coil was entangled with previously imp coils and during its removal, it broke. Part of the coil resides in the aneurysm and the other end was stretched down to the abdominal aorta. The pt status was reported as fine. The pt was placed on 13 month aspirin regimen.

Manufacturer narrative:
The coil in this case could not be returned for eval, as it was implanted in the pt. Based on the initial report, it is likely repositioning the coil caused the coil to stretch and brake. The instructions for use (IFU) warns that maneuvering and repositioning the coil may occasionally cause stretching which is a precursor to other malfunctions such as breakage.the coil in this case could not be returned for eval, as it was imp in the pt. Based on the initial report, it is likely repositioning the coil caused the coil to stretch and broke. The instructions for use (IFU) warns that maneurvering the repositioning the coil may occasionally cause stretching which is a precursor to other malfunctions such as breakage.